Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in loose fixture. Subsequently, the implant and abutment was explanted on (B)(6) 2023. The patient will be reimplanted with another cochlear device once the site has healed.

Manufacturer narrative:
This report is submitted on november 28, 2023.